Event description:
The customer returned the device stating, ¿when the pump was turned off, it emitted a continuous beeping sound, with nothing displayed on the screen. When turned on, the beeping stopped¿; during device evaluation it was found that the pump had a defective motor. The status of the product at the time of event was before infusion. There was no patient involvement and no harm reported.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿when the pump was turned off, it emitted a continuous beeping sound, with nothing displayed on the screen. When turned on, the beeping stopped¿ was confirmed. The pump and event history log shows error code lec 41622 due to a defective motor and will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.